Manufacturer narrative:
(B)(4). Batch #845a76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with one gst60d reload loaded on the device. The reload was received partially fired 2/3 and with damage on reload body and deck. In addition, an ech60r applicator and a gst60d reload were received. The ech60r applicator was returned with no apparent damage and all clamp arms were received in the fully disengaged position. The gst60d reload was received fully fired with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The event reported was confirmed and it is related to improper use of the device and reload. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 845a76, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy for obesity, the target tissue slipped at 5th firing. Then it was fired without the reinforce material, but the target tissue slipped and could not be stapled. The device was used on the stomach. Another device and cartridge were used to cut and suture the stomach. There was no change in the operation. The patient is stable.